Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05544. It was reported that the patient's lead was exhibiting high impedances. As a result, the physician explanted and replaced the patient's lead. Upon removal, it was evident that the lead was fractured. Surgical intervention resolved the issue. Note: it is unknown which lead was fractured so both are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of lead fracture/break/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.